Event description:
Additional information received reported that the patient still had not had the revision. The date was unknown at this time. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the stimulator stopped working recently. She could only feel stimulation on the left leg and needed it on the right. She had bumped the stimulator implanted in her buttock before this occurred. She was unsure if this was related as it did not immediately stop working. The patient had made an appointment with her pain physician and this was when the rep met with the patient. Impedances were all greater than 20000 ohms on all electrodes except 5 and 6. The patient was going to follow up with her spine surgeon and schedule a revision in the near future. The issue was not resolved at the time of this report. Relevant medical history included failed back surgery syndrome. Follow-up was performed to determine if the revision had occurred and if the cause of the impedances and stimulation issues had been determined.

Event description:
Additional information received reported that the cause of the high impedances were not determined. A revision was not performed. The high impedances and stimulation in the wrong location was not resolved. The patient was referred to a physician for possible revision. If additional information is received, a supplemental report will be sent.